Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported she was hospitalized because she fell and she got an ulcer on her left foot. Customer was not sure if she fell because of low blood glucose. Customer stated her low blood glucose was 32 mg/dl. Customer was not sure what caused her blood glucose. Troubleshooting was performed. The drive support cap appeared to be normal. Customer does not recall time and date of admission. The reservoir was showing more insulin then what was shown on the statues screen of the insulin pump. The device was not exposed to an MRI. Customer was advised to monitor the device. Current blood glucose was 181 mg/dl.